Event description:
Fluid leaked out of the tubing onto the floor while infusing via infusion pump. Pump was sent to biomed and will be evaluated.upon inspection of tubing in risk management, a small hole was detected in the soft part of tubing that goes inside the pump. The fluid was leaking from this hole/ break.